Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) the system was serviced in the field. In summary, the system was ran for over 5 hours and the problem could not be duplicated. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified regarding the 3define scan issues. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a case the 3define scan failed. It seemed like the arm couldn't complete the full range of movement to complete the scan. Then during navigation they attempted to send the arm to full right and it could not complete the movement. It was also reported that the screens were periodically going out for 3 seconds. Both the surgeon monitor and main screen happened went black twice over the course of the case. The issues extended the surgical time by less than 1 hour. There was no impact on the patient outcome.